Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid leaked from the pace set at the tubing-to-male luer engagement during epidural infusions. No additional information about a specific patient, medication, or event provided. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pcae set was leaking at the tubing to male luer engagement was confirmed based on the customer-provided photo. The leak was observed at the engagement between the microbore tubing and the male luer adapter. The root cause was not identified.

Event description:
The customer reported that fluid leaked from the pcae set at the tubing-to-male luer engagement during epidural infusions. No additional information about a specific patient, medication, or event was provided. There was no report of patient harm.